Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0301173, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a portion of the extension tubing ballooning above the clear port of the winged adapter platform. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that nexiva 20ga 1.00in hf y tubing ballooned. The following information was provided by the initial reporter: material no.: 383536 batch no.: 0301173. It was reported that tubing was stretched and blow up like a balloon. Per complaint details received: when injecting contrast dye the machine began to show increased pressure so the CT tech stopped the infusion and went to look at the site. The tubing was stretched and blown up like a balloon. The tech discontinued the IV and started another. No adverse effect was reported on the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20ga 1.00in hf y tubing ballooned. The following information was provided by the initial reporter: material no.: 383536, batch no.: 0301173. It was reported that tubing was stretched and blow up like a balloon. Per complaint details received: when injecting contrast dye the machine began to show increased pressure so the CT tech stopped the infusion and went to look at the site. The tubing was stretched and blown up like a balloon. The tech discontinued the IV and started another. No adverse effect was reported on the patient.